Event description:
Customer's family member reported device = 265 mg/dl. Customer felt sweaty and clammy as if blood glucose was low. Customer had a seizure. Ambulance was called. Ten minutes later ambulance device = 26 mg/dl. Ambulance administered glucose solution and transported pt to the hospital. Hospital device = 120 mg/dl and treated pt with an IV. Customer was tested 4 hours later and device 170 - 180 mg/dl prior to being released to go home. No controls. A request was made for return product and replacement product was sent.